Event description:
It was reported by service report that the right side rail was broken and there were sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Exposed sharp edges on the broken siderail assembly.